Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system did not perform as intended. The power supply was replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. The transformer was returned to the manufacturer for analysis. Analysis found that the part was returned unused and there was no failure found. The power supply was returned to the manufacturer for analysis. Analysis found that when connected to ac, all outputs measured in the normal range. There was no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a functional endoscopic sinus surgery procedure. The event occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that during the case, the emitter was no longer chirping. The side cover of the device was removed and the axiem box had a red 8. The interface and power supply sections were also opened. The manufacturer representative reported that after moving the 5v cable to another 5v on the transformer, the system started to work again. The surgery was completed with navigation and there was no impact on patient outcome.